Event description:
Healthcare professional reported left side "capsular contracture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Red particles observed on the surface of the shell. Wear abrasion observed. One opening observed on the anterior side was assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "capsular contracture." The device has been explanted.